Manufacturer narrative:
(B)(4).

Event description:
The patient had a single-lead neurostimulation trial to treat pain in her back and legs. She was moving and squirming during the trial and requested that the trial be stopped because she no longer wanted to proceed with it. The trial was stopped and the patient returned home. Later that day, the patient was found collapsed on her floor. It was reported that she "drank quite a bit." She was taken to the hospital and diagnosed with a subdural hematoma. The patient had emergency surgery to remove the hematoma. The surgeon noted there was no damage to the dura. If additional information is received, a follow-up report will be sent if additional information becomes available.